Event description:
It was reported that in 2006, the pt's wound had drainage as well as superficial suture abscess, the doctor treated with antibiotics. One month later, the pt returned to the doctor because the mesh or suture was infected and was treated with antibiotics. The pt also claimed the incision site was red and inflamed, as well as what appeared to be a blood bubble occasionally appearing at the site.

Manufacturer narrative:
The mesh used in the pt was not identified as a davol mesh until 3/21/07. On that date the pts doctors office was contacted. The pts files showed that the pt had two instances of 'superficial infection' and treated with antibiotics. No product has been returned for evaluation. Therefore, no conclusion can be drawn.